Event description:
It was reported that an artificial urinary sphincter (aus) gradually ceased functioning, leading to urinary incontinence. A small leak in the balloon and in the system was observed, and air was identified within the system and cuff. As a result, the aus was removed and replaced, and the cuff was downsized. No further complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100533021. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: ((B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100536725. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and positional incontinence, air in system, non-functioning device, and fluid leak are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed, altered therapeutic response, air in the system, non-functioning devices, and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.